Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing for new patient. A technical support specialist tss reviewing a patient visit example and confirmed that the order was present on the server and had processed successfully. The patient was expected to appear on the station. The station was confirmed not to be in critical override and not in profile mode. Since the station was not in profile mode, patient orders were not displayed, which was expected behavior. Customer confirmed that the device was changed to operate in profile mode and updated the configuration accordingly. The case was approved for closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing for new patient the customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.